Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that there was insufficient negative pressure in single tube allowing for no blood flow into the tube. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: bd did not receive returned samples or photos for investigation. Therefore, 20 retain samples from bd inventory were subjected to a draw test for low or no draw. Tubes ranged in draw from 3.2876 (ml) ¿ 3.3887 (ml) with a specification range of 3.15 (ml) ¿ 3.85 (ml). The stated label draw is 3.5 ml. All tubes were within specification. The indicated failure mode of underfill was not observed. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.  This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that there was insufficient negative pressure in single tube allowing for no blood flow into the tube. No health impact or consequence reported.